Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with the clamping mechanism damaged. A tr45w cartridge was loaded in the device. The returned reload was received partially fired 1/10 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cystectomy procedure, on the first firing of the device, it made a cracking sound upon closure of the closing handle. The device was opened/released without initiation of the firing. Case completed with another device of the same product code. There were no patient consequences reported.